Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that reservoir compartment was cracked. Blood glucose was unknown. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.